Event description:
After the device was activated in november 2023 there was recurring swelling over the implant site. Aspiration did not work well, therefore the device was explanted on (B)(6) 2025. The swelling has improved after the explantation. Re-implantation will be scheduled after the user recovers.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After the device was activated in (B)(6) 2023 there was recurring swelling over the implant site. Aspiration did not work well, therefore the device was explanted on (B)(6) 2025.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due recurrent swelling at the implant site that did not resolve with medical treatment. With the available information, it appears to be likely related to an infection that was not eradicated with the provided treatment. A review of device sterilization records shows that the device has been subject to a valid sterilization process. Given this, and the timing of the symptoms, no information points towards the implant being the source of the possible infection, but its contribution to the severity of the infection cannot be ruled out. This is a final report.